Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. Photos of the device and a portion of the package were received. The lot # in the photos was confirmed to match this report. Review of the four photos received confirmed the report. The photos revealed that the blue catheter body had broken at two different locations, exposing the inner purple sheath. The exact locations of the breaks cannot be determined from the photos. It can also be seen in the photos that the blue switch assembly and wire guide were no longer attached to the catheter. No other details can be determined from the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic dilation balloon. It was reported [that] fracture of the balloon introduction catheter was observed. It was checked that the package showed no signs of bending or crumpling. This occurred prior to patient contact; there was no impact to the patient.